Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the days that followed a recent device replacement procedure, this right ventricular (rv) defibrillation lead began exhibiting high out-of-range shock impedance measurements greater than 200 ohms. Defibrillation threshold (dft) testing at the changeout procedure revealed shock impedance measurements between 43-45 ohms. Review of shock vectors a few days later showed rv to right atrial (ra) coil = >200 ohms, rv coil to can = 59 ohms, and ra coil to can = >200 ohms. Subsequently, the shock vector was changed to rv coil to can. Defibrillation threshold (dft) testing was performed, as the shock vector was changed. This rv lead remains in service and will be monitored. No additional adverse patient effects were reported.